Event description:
It was reported that the customer received a meter bg now alert. It was also reported that the customer's sensor got pulled off the serter. The customer also reported that the catch arm may be bent. Customer's blood glucose level at the time 118mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).